Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the pump alarmed. The customer's blood glucose was 157mg/dl. The customer was unable to troubleshoot at this time. Customer stated will call back to perform troubleshooting.